Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
It was reported that the patient has hip pain consistent with altr. Head revised to universal biolox head and liner was revised.

Manufacturer narrative:
An event regarding revision due to pain involving an accolade stem was reported. The event was not confirmed. Device evaluation could not be performed as the device was not returned. Clinician review of the provided records indicated that. There is no documentation demonstrating a prosthesis related origin to the alleged pain, which was apparently the indication for the revision surgery in this case. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review was not performed as no product specific failure mode was identified. The provided medical records confirm the reported revision, however were insufficient to determine the etiology of the reported pain. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient has hip pain consistent with altr. Head revised to universal biolox head and liner was revised.